Event description:
Device report received from (B)(6), indicates the pt was implanted on (B)(6) 2011 for a left distal radius fracture. X-ray taken on (B)(6) 2011 showed the plate to be broken. Pt was returned to the operating room on (B)(6) 2011 for removal of the broken plate and stabilization with an external fixation device. This is the second of two reports for this event.

Manufacturer narrative:
Device name, MFR and 510k cannot be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.